Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
E1: facility name "(B)(6) hospital and medical center". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarms for wireless module intermittent connection. Per reporter, the device fault occurred upon opening the device at the hospital and the issue was not resolved. There was no patient involvement and no patient harm/adverse event reported.